Event description:
The home pt (hp) reported being hospitalized for pleural effusion after using the homechoice cycler for apd therapy. The hp reportedly received "low drain volume" and "low uf" alarms during therapy, which indicate that the fluid flow from the pt has decreased to less than 50mls/min and the minimum drain volume has not yet been met. The hp reported that in 2002 they had difficutly breathing and went to the hosp. Follow up with the hp's healthcare professional (hcp) reveals that the hp was hosptialized due to a diaphragmatic leak, which allowed fluid to flow out of the hp's peritoneum and into the pleural space while the hp was laying down during apd therapy. The hcp relates that the pleural space was tapped to remove the fluid, which the hp states amounted to 3000 mls. The hp was placed on hemodialysis temporarily and released from the hosp. The hcp relates that the device alarms were appropriate and occurred when the device was responding to lack of fluid flow from the hp, as this fluid had leaked out of the hp's peritoneum. The hcp does not feel that any device failure or malfunction had occurred.